Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later patient experienced mesh erosion, and extrusion, pelvic pain, scarring, vaginal bleeding, dyspareunia, granulation tissue and secondary prolapse. Excisions of the mesh, excisions of the granulation tissue and posterior repair with vaginal mucosa were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.